Manufacturer narrative:
Only the product label was returned for this event. The original device was not returned for evaluation. A manufacturing review was conducted. The lot met all release criteria. The investigation is inconclusive, as the sample was not returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. See scanned page.

Event description:
It was reported that during treatment of a cto in the superficial femoral artery, the recanalization catheter and support catheter became stuck. Both devices were removed as one unit. There was no pt injury reported.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has been returned for eval. The investigation is currently underway.